Manufacturer narrative:
Continuation of d11: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6)product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) e3 (hcp, rep): additional information was received from a healthcare provider (hcp) via a company representative. The surgery was completed (B)(6). The cause of the catheter leak was not determined. The physician was happy with the catheter lasting 19 years. It was noted that the company representative indicated to the customer to return the device to the manufacturer for analysis but it¿s the hospital policy for it to go for gross specimen before it can be taken from the premises. The catheter therefore still remained with the hospital.

Manufacturer narrative:
Continuation of d11: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep stated if the hospital would release the device they would return the device to the manufacturer. However, no further actions were reported at the time of the report (B)(6).

Event description:
Additional information was received from the rep. It was reported the patient would be getting a new catheter on (B)(6) 2020.

Manufacturer narrative:
Continuation of d11: product ID 8709 lot# serial# (B)(6), implanted: (B)(6) 2001,explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2001, product type catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 07-jun-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2020-jun-10 regarding a patient receiving dilaudid (10mg/ml at 2.517mg/day), clonidine (200mcg/ml at 50.35mcg/day), and bupivacaine (1.2mg/ml at 0.3021mg/day) via an imp lanted infusion pump. It was reported that the patient had a slow return of near-baseline pain. There were no noted environmental, external, or patient factors that may have led or contributed to the issue. The patient had not had any falls or other contributing events that they could recall. A dye study on (B)(6) 2020 showed a posterior leak in the catheter. No action had been taken at the time of report, but a catheter placement was planned. The issue was unresolved at the time of report and the replacement had not been scheduled. The patient's status was alive - no injury and no further complications were reported or anticipated.